Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that a nurse called from or. Issue 1: locking of blade did not work, high resident, nois => changed do other nail 170mm length,diameter not known=> no number available issue 2: no clear feedback if proximal dynamic locking did work, x-ray showed still one flang was visible => static locking of blade or team cleaned trochanteric femoral nail, looked like soft tissue influenced the mechanismus / 10 min prolongation of surgery. Patient is in good condition, prolongation of surgery: 10 minutes. Received translation of op-report. Informations from the op-report: on the axial view, the tip of the nail was abutted up against the shaft cortex. On the assumption therefore, that the 235 mm nail was too long, it was changed to an 11 /200 mm nail. While this was also in the direction of the cortex, it did not have direct contact, nor could the nail be impacted in any further in respect of the femoral neck blade. It was decided, for the time being, to leave the situation as it was in view of the undisplaced pertrochanteric fracture. The femoral neck blade was placed and, as already described above, came to rest at the junction of the central and cranial third. During the attempt to lock the femoral neck blade from the proximal side, the screw locked up. The representative of the company synthes was then contacted by phone. He recommended changing the nail again. This was done. In view of the short distance we decided to select a 10 mm / 170 mm nail (no 11 or 12 mm version exists for this length), here too the same situation occurred in respect of the femoral neck blade. The situation was again left as it was. During the attempt to lock the femoral neck blade, the same resistance was encountered from the case number: inv-002 outset without any subsequent decrease in resistance. The synthes representative was phoned again. It was then decided to lock the blade statically, since an undisplaced fracture was present and preference was given to rotational stability as the more important principle. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was involved in a car accident (tractor). The nurse reported from the operating room (or) that the locking of blade did not work, it was stated that high resistance and noise was coming from the device. Another nail 170mm length was used and it was reported that no clear feedback if proximal dynamic locking did work, x-ray showed still one flang was visible and static locking of the blade. The or team cleaned the trochanteric femoral nail (tfn), looked like soft tissue influenced the mechanisms / 10 min prolongation of surgery. On the axial view, the tip of the nail was abutted up against the shaft cortex. It was stated that the 235 mm nail was too long; it was changed to an 11 / 200 mm nail. While this was also in the direction of the cortex, it did not have direct contact, nor could the nail be impacted in any further in respect of the femoral neck blade. It was decided, for the time being, to leave the situation as it was in view of the displaced pertrochanteric fracture. The femoral neck blade was placed and, as already described above, came to rest at the junction of the central and cranial third. During the attempt to lock the femoral neck blade from the proximal side, the screw locked up. The representative of the company synthes was then contacted by phone. He recommended changing the nail again. This was done. In view of the short distance we decided to select a 10 mm / 170 mm nail (no 11or 12 mm version exists for this length); here too the same situation occurred in respect of the femoral neck blade. The situation was again left as it was. During the attempt to lock the femoral neck blade, the same resistance was encountered from the case number: (B)(4) outset without any subsequent decrease in resistance. The synthes representative was phoned again. It was then decided to lock the blade statically, since a displaced fracture was present and preference was given to rotational stability as the more important principle. It was reported that the patient is in good condition, this report is for an unknown blade. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age reported as (B)(6). This report is for one unknown blade/unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.